Event description:
It was reported that the patient presented in clinic for follow up when non sustained rv oversensing due to intermittent loss of atrial sensing resulting in pacing onto conducted r-waves. The r-wave was covered by v-blanking, this caused a near-field to far-field rate mismatch. The device was reprogrammed. There were no adverse consequences for the patient.